Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing dizziness and shortness of breath presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. No further information available at this time.